Manufacturer narrative:
Additional data: h3, h6. The lal was returned for evaluation, however, it was cut into fragments during explantation and is unable to be adequatelyevaluated due to the condition of the lens. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4)..

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +21.5) was explanted from the left eye due to blurry vision and visual disturbances attributed to the patient undergoing refractions and light treatment during the time that they were receiving cancer chemotherapy. Punctal plugs, lipiflow, and superficial keratectomy were performed, and vision improved with the use of a rigid gas permeable contact lens. A new lal (sn (B)(6) , +19.5d) was implanted as a replacement and will undergo light treatment when the patient's ocular surface has stabilized. Rxsight's first awareness of this event was on 07/05/2024. Reference report #3012712027-2024-00123 for the report on the right eye.